Event description:
Medtronic (covidien) received information that during a flow diversion treatment of a large unruptured saccular left cavernous carotid aneurysm; the physician reported that clot formed throughout internal carotid artery (ica). Immediately after an uneventful pipeline deployment, the patient developed clot throughout the ica. Integrilin was administered to treat the clot that had formed in the pipeline device and ica. Patient was treated with integrilin bolus and was placed on an integrilin drip overnight as standard procedure. The patient did receive dual antiplatelet therapy as recommended several days prior to the procedure. Angiography post procedure slow flow. The patient was discharged in a stable condition.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device will not be returned for analysis as it was implanted; therefore, the event cause could not be determined.